Event description:
It was reported that the patient experienced ventricular tachycardia arrest. The patient was admitted to the hospital after being defibrillated with external sources. The device sensed and charged appropriately but did not convert the rhythm to sinus. The physician determined that the lead was not in an appropriate position for defibrillation. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.